Event description:
The customer contact reported unrestricted flow. It was reported that the tubing set was primed with an unspecified IV solution. The cair clamp and the two slide clamps were placed in the closed position and the solution container was hung on an IV pole in preparation for later use. After an unspecified length of time prior to pt use, it was reported that although the clamps were engaged, fluid continued to drip from the distal end of the tubing set. It was reported that the tubing set remained in clinical use and was connected to the pt. The customer contact reported that "once the tubings are connected to the patients, the dripping is no long an issue." There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided.

Event description:
Reporter alleged obtaining a result of 70 mg/dl on aviva system 1 compared back to back with a result of 140 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B) (4) for the suspect device used in system 1.

Event description:
Info received indicates the brake/steer caster ratchets from side to side when in brake.